Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The patient is experiencing intermittent ting ling across their chest. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2007. (B)(4).